Manufacturer narrative:
The reported condition has been confirmed; however, the exact cause could not be reliably determined.

Event description:
The product was used during an unspecified procedure. Reportedly, the instrument broke and a component disengaged into the pt's cavity. The surgeon was able to remove the component and used another instrument to complete the procedure. The hosp has reported no pt injury occurred.